Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent minimum fill notifications after filling the cartridge with 150 or more units of insulin. The cartridge was changed and the minimum fill notification was resolved. The customer's blood glucose level was not impacted (114 mg/dl). Tandem technical support reviewed the cartridge filling technique with the customer.